Event description:
It was reported that the pt underwent repositioning of the fmt surgery. The surgeon cut the conductor link. Pt was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.